Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that a strut from the most proximal stent row was raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal into the guide catheter. The ro markerbands were examined and no damage was noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur." However, the complaint states that the device was retracted into the guide catheter. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After plain old balloon angioplasty (poba) was performed, a 38 x 3.00mm promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The physician attempted to retract the device however, the device came into contact with the guiding catheter and the stent strut was lifted. The procedure was completed with another of the same device without issues. No patient complications were reported and the patient's status was good.